Event description:
Prior to procedure with the patient was prepped, the controller of the generator was not responding and the procedure was cancelled.

Manufacturer narrative:
Additional information g3, h2, h3, h6. The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.